Event description:
It was reported that the pulse generator exhibited backup vvi. A user download was unsuccessful and the hardware elective replacement indicator (eri) byte could not be obtained. As there was no prior data available, and the eri status could not be assessed, the pulse generator was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The battery was at end-of-life (eol) due to normal battery depletion. The product code could not be downloaded. After replacing the battery, normal function ensued.

Event description:
It was reported that the surgeon had used the product for several minutes and it worked fine. It was further reported that the surgeon took the product out of the knee and when he put it back in to finish the , he noticed that the tip of the product was sticking out of the window. The tip was still attached to the product, but was definitely bent. Another blade was used to finish the case. There was very little delay in the case. No patient issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.